Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) came out with the deployment device during the procedure. Hemostasis was achieved through manual pressure. There was no reported patient injury. The procedure utilized a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or packaging before use. A 6f non-cordis sheath was used. The device was stored and prepared according to the instructions for use (IFU). Regarding the puncture femoral site, angiography verified the femoral artery¿s suitability, including the 30-45 degree insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, and there was no tortuosity of the access vessel. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within the 30 days before this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18353620 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug ¿ inaccurate placement¿ could not be confirmed. The exoseal instructions for use (IFU) state: approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) came out with the deployment device during the procedure. Hemostasis was achieved through manual pressure. There was no reported patient injury. The procedure utilized a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or packaging before use. A 6f non-cordis sheath was used. The device was stored and prepared according to the instructions for use (IFU). Regarding the puncture femoral site, angiography verified the femoral artery¿s suitability, including the 30-45 degree insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, and there was no tortuosity of the access vessel. Additionally, there was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within the 30 days before this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The device was not saved for evaluation.